Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to bent cannula. The site location was abdomen. The infusion set was in use for 1 day. No further information available.